Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the tissue injury could not be determined. However, the reported patient effects of tissue injury is listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damage to the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. A second clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. However, after the second clip was deployed, a small tear lateral from the clip was noted. Two clips implanted reducing mr to 1. The clips remained stable on both leaflets. There was no intervention performed due to the very good mr reduction and no change was noted due to the tear. No additional information was provided.